Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver an unspecified concentration of dopamine, at a rate of 3ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the healthcare professional noted the pt's arterial pressure decreased to 57/25mm/hg from 100/40mm/hg. At that time, the care professional noted that there was a 1cm segment of air 10cm past the cassette with no device alarm. At this time, the healthcare professional reprimed the tubing and the delivery was restarted. After an unspecified length of time, the pt's arterial blood pressure was reported to be normal. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.